Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was fluid present in the boot. Inspection of the device revealed that there were numerous kinks throughout the shaft. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the saline error was displayed on the console. The shaft was cut to examine the hypotube underneath the shaft and the hypotube was found broken/fractured at one of the severe kinks 44.5cm distal of the strain relief. The fracture surface were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that an error message displayed and the device was not able to prime. An angiojet solent omni catheter was selected for a thrombectomy procedure in the lower extremity vein. During priming, a saline error message displayed. The system was reset several times; however the catheter still could not complete priming. The procedure was completed with another of the same device. The patient was stable without any complications. However, device analysis revealed a broken hypotube.